Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump powered up properly after battery installation and no unexpected shutting down or restarting noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 5.8 mmol/l at the time of the call. The customer sent the product back for analysis.